Event description:
It was reported that 2 bd insyte¿ IV catheters were found with frayed/splitting plastic during IV insertion. The following information was provided by the initial reporter: "one of my staff has brought a 24g bd insyte cannula to my attention that has frayed plastic. This was discovered during an IV insertion on 28/3/21. A second cannula was also found to be frayed. The medical officer involved said there has been a few more like this. And I recall months ago a similar incident."

Manufacturer narrative:
H.6. Investigation: one used sample was received by our quality team for evaluation. The sample was subjected to visual inspection to check for catheter damage under a microscope. A ¿v-cut¿ was near the tip of the catheter tubing. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. The ¿v-cut¿ matches the shape of the cannula bevel near the tip of the catheter tubing could have occurred after application, when the user tried to insert the cannula back into the catheter adapter. As the sample was used, the root cause could not be established. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ IV catheters were found with frayed/splitting plastic during IV insertion. The following information was provided by the initial reporter: "one of my staff has brought a 24g bd insyte cannula to my attention that has frayed plastic. This was discovered during an IV insertion on (B)(6) 2021. A second cannula was also found to be frayed. The medical officer involved said there has been a few more like this. And I recall months ago a similar incident."